Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak near the hub. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a mildly tortuous and moderately calcified lesion in the mid superficial femoral artery. The 4.0x60 armada 18 balloon dilatation catheter (bdc) was advanced to the lesion however could not hold pressure during inflation as there was a leak near the hub. The device was removed and replaced with another armada 18 bdc to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.